Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the monitor exhibited flickering image. The issue occurred during maintenance. There were no reports of patient involvement.